Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, 8/7mm amplatzer vascular plug ii (lot number unknown) was implanted in the pda. On (B)(6) 2019, the device was confirmed on echocardiogram to have migrated and to have fallen off toward the pulmonary artery side. The device was retrieved percutaneously via snare and a 10/7mm amplatzer vascular plug ii (9-avp2-010) was implanted. Post-operatively, the patient is reported to be stable.

Manufacturer narrative:
An event of migration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.